Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that barcode scanner appeared to work with some bar codes, but not all. A field service engineer replaced the scanner. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system scanner was not recognized on pyxis. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.